Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) turned itself off. New batteries were inserted and it was working "fine." There were no reported patient complications as a result of this event.